Manufacturer narrative:
Per the tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the cartridge was leaking from the canister. Customer loaded a new cartridge to address the issue. Reportedly, the customer filled the cartridge on the pump. Customer's blood glucose was 400 mg/dl.